Event description:
Allegations of deformity of breast, leakage, loss of physical vitality, joint pain, persistent fatigue as well as generalized pain and suffering, allegedly may also include, rheumatoid arthritis, lupus, erythematous patches, telangiectasis, scleritis, and mental anguish.